Event description:
It was reported that the site was getting an error and the screen was freezing losing the image, causing the patient to be re-exposed. It was determined that the image processor pcb needed to be replaced. Once this was done the system is working as intended.